Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer was hospitalized. Customer had high and low blood glucose. Customer was on dialysis due to kidney disease. Customer's blood glucose was unknown. Device had diminished battery, rainbow effect on display, alarmed no delivery alarms during prime, unresponsive buttons. Customer declined to be contacted. Customer will not be returning the device for analysis.